Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer reference numbers: 1627487-2020-49374, 1627487-2020-49375, and 1627487-2020-49376 it was reported that the patient experienced discomfort at the extension site. On (B)(6) 2020 the extensions were explanted. Issue resolved.